Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive and became frozen. There was no reported impact to the customer's blood glucose level. Prior to troubleshooting with tandem technical support, the issue resolved itself and the customer reported the pump was functioning as intended.